Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows that a port attached with a catheter was noted. No visual anomalies were noted as the photo was not clear. The investigation is inconclusive for the reported fluid leak as exact circumstances of the reported event cannot be verified from photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) , 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp via right internal jugular vein approach. Post placement, on (B)(6) ,2026, it was noted that there was leaking at the interface between the port and the tubing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. 5 months and 7 days post procedure, while undergoing chemotherapy infusion it was noted that the catheter was allegedly leaking at the interface between the port and the tubing. The procedure was completed using another device. There was no reported patient injury.